Manufacturer narrative:
Analysis of the device found no significant anomaly. The catheter was incomplete/returned in segments. Foreign material was seen on both segment 1 and 2 of the catheter body. Dark residue was seen at the dispensing hole before internal decontamination. No occlusion was seen. Evaluation coding has been updated.

Manufacturer narrative:
Product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen 2000 mcg/ml at a daily dose of 542 mcg per day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient experienced increased tone. Possible withdrawal was suspected. A loss of therapy was also reported, however, it wasn¿t known if the loss of therapy had been sudden or gradual. A dye study was performed, and the catheter was unable to be aspirated. A rotor study was not performed. The decision was made to replace both the pump and catheter. It was further reported the reason for the catheter removal was a "break, tear, hole". There was no patient injury. No further information was provided. Additional information has been requested regarding if it was determined that the patient was experiencing withdrawal and if so what the specific symptoms were that they were experiencing, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.